Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the configuration status folder mysteriously occupies 50% of the drive space. A technical support specialist implemented a remote backend fix and confirmed that the drive space usage reduced from 98% to 58%. The tss relayed the fix to the customer. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the low disk space was causing delays between different transactions and was difficult to replicate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.